Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.293 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2009 population product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri) on (B)(6) 2010. The most recent battery voltage measurement was 2.38 volts with a charge time measurement of 20.5 seconds. Technical services discussed replacement recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was later explanted for normal battery depletion and returned for reliability analysis.